Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: it was revealed that the keypad was torn and the ok, up arrow and contrast buttons were unresponsive. The keypad cover was removed and the keypad flex was damaged. The display was dim and discolored. The pump was unable to advance past the verify screen due to an inoperable keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, contrast and ok buttons were unresponsive and the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.